Event description:
It was reported that pump experienced malfunction code that did not follow any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Customer called technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again.